Event description:
The pump was returned for investigation. Investigation revealed that the force sensor plate was corroded. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box showed loss of prime with low non-zero force. Investigators attempted to perform pump rewind, load, and prime and received a no cartridge detected. The force sensor calibration was not in specifications. The pump loss prime after calibration and was unable to reprime. The force sensor plate was corroded and the force sensor from motor assembly was removed and the force sensor was corroded internally. The cartridge has not been returned. A retained cartridge was evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found. (B)(6). Device history record review was conducted on 01/16/2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.